Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(4). Complaint received as follows: "customer complaint no: (B)(4). Description of complaint: balloon burst, so it can easily be taken out without obstruction. No harm caused to pt."

Manufacturer narrative:
This case has been reviewed, and deemed a serious malfunction. Based on current info, recurrence of this malfunction could require medical intervention to prevent damage to the pt. Although there was no harm to the pt from this occurrence, it is possible that fragments of a ruptured balloon could remain inside the pt necessitating a procedure to remove them. (B)(4).